Event description:
The company was informed that during a magnetic resonance therapy (mrt) procedure, the patient experienced overly loud sensation. Testing showed that the device is functioning. The patient's device was explanted in order to perform mrt.